Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a cracked door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection was performed. The cracked door was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the door assembly was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.